Event description:
It was reported that during the implant attempt, the lead was not able to be placed due to patient anatomy. A left ventricular lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood/body fluid observed on the distal conductor. Full lead was returned and analyzed.